Event description:
The customer stated that according to the ER doctor the patient's chest was not 'rising and falling' as expected and that patient's spo2 was dropping and when they disconnected the ventilator from the patient to bag the patient, they stated the vent did not alarm. The doctor could not recall whether the pre-silence alarm button had been activated just prior to the disconnection.

Manufacturer narrative:
The ventilator device was tested by ge biomed and the rt director in the presence of risk management. The ventilator device passed est and alarm testing, and reportedly functioned as designed. The ventilator testing was completed with the actual patient circuit involved in the event. The covidien cse evaluated the ventilator device, and could not duplicate any problems with the ventilator. There were no error codes in memory to indicate a failure of vent.